Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300-400 mg/dl). Reportedly, customer is new to the pump, and pump settings are still being adjusted. Customer changed out their supplies and is working on pump setting adjustments to stabilize bg levels.